Event description:
Ous MDR - high-frequency interference signals were reported after an implantation time of about 17 months. The impedance dropped to <300 ohm, and inappropriate shock deliveries occurred. The date of implant was not available.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, it was noted that the inner insulation of the lead body was massively damaged by internal fraying, about 58 cm distal of the connector pin. In addition, the insulation between the rope conductor to the right-ventricular shock coil and the inner conductor helix was damaged at these sites. These damages are to be regarded the causes of the clinical complaint. The observed damage manifestation requires an excessive mechanical load of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis. The damage to the outer insulation 38 cm distal of the connector pin, the exposed ropes at this site, and the deformation of the proximal shock coil are probably a result of a strong tensile load during the explantation.